Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: 1.2.0. Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: 10, 213, 67. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the navigate task. It was reported that navigation device affected patient care. The site had a yellow zone of accuracy on most of the model, except in the posterior area. They placed a lead posteriorly and it was inaccurate to their intended target. The site missed the area and it hit a blood vessel. They had to repeat that surgery and successfully placed the lead the second time. The medtronic representative looked at the registration and predicted accuracy posterior was 3 mm. Additional information was received from the rep. The rep stated that the issue was not discovered until after surgery when post-op imaging confirmed that the seeg lead was incorrectly placed. The rep stated that there was delay to surgery and that the surgery was completed normally.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not a nexframe procedure and the case was registered using tracer only. The patient outcome was not known at this moment.